Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: lap chole. The rep stated he was not in the case. Two (2) clips scissored and 2 clips did not fully close. He removed the 4 clips from the patient's body because they did not deploy properly. He was clipping on a vessel when the clips did not close properly. He was looking for the cystic artery at the time. He had already clipped over the cystic duct. He did pre-load the clip properly and squeezed the handle plastic to plastic and did everything else properly and the clips still scissored. The surgeon was not rapid firing. Rep is unaware if the experience occurred while attempting to occlude a bleeding vessel. The surgeon was able to finish the procedure with the same clip applier after those 4 clips did not work. The device will not be returning because it was discarded. Additional information was received via email from territory manager, on wednesday 11apr2018 at 12:25 pm: it is unknown if the clip closed over rigid material on the vessel. It is unknown if the procedure was prolonged, but he had to take the time to remove 4 clips from the abdomen. It is unknown if the surgeon torque the jaws on tissue. Type of intervention: the surgeon was able to finish the procedure with the same clip applier after those 4 clips did not work. Patient status: no patient injury.